Manufacturer narrative:
This report is for an unknown locking screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, patient underwent removal of a variable angle (va) locking compression plate (lcp) due to healed fracture. During the procedure, a 2.7mm va locking screw broke mid shaft during implant removal. The surgeon mentioned that this was not the first time that this particular type of screw has broken during removal. Patient status and procedure outcome are unknown. Concomitant devices: 3.5mm lcp olecranon plate (part: unknown; lot: unknown; quantity: 1). This report is for an unknown locking screw. This is report 1 of 1 for (B)(4).